Event description:
It was reported that the pt had an eyelid levator procedure performed in 2002. The physician had to redo an eyelid levator advancement procedure the following day. During the course of the redo procedure, it was reported that the suture used in the original surgery was "gone".